Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer advised the customer to cancel the guided tool change then remove and reinstall the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during da vinci-assisted hemicolectomy surgical procedure, the customer contacted technical support engineer (tse) to report image was rotated by 180 degrees. The tse advised the customer to cancel guided tool change by instrument clutch button and reinstall the camera. The issue was then resolved. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the image was inverted, and the endoscope did not move freely with uncontrolled motion. The event involved a reversed control on system arms. The surgeon confirmed desired orientation when endoscope was installed. There was no patient injury.